Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Implanted: (B)(6) 2018. Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when charging implanted neurostimulator(ins) they get an rm-04 code for about 3 months and has to reset controller frequently, and says now the controller is in another language. Pt says their ins doesn't last as long as it used to. Recharger(rtm) looks intact. Controller port looks to have a space in between the 2nd to the last pin, and the last pin. The issue was not resolved. A replacement controller was sent out.  Pt declined help to change the language back to english, and says they are familiar enough with controller usage that they can navigate the screens, and will wait for the new controller to arrive.